Event description:
Consumer reported complaint for error message (e-5). Husband is calling on behalf of the customer. The customer¿s expected fasting blood glucose test result range is 375 mg/dl. The test strip lot manufacturer¿s expiration date is 11/14/2023. The product is not stored according to specification (kitchen). The customer did have another vial of test strips that had been stored and handled correctly: lot number za4867s, manufacturer¿s expiration date is 01/31/2024 and open vial date 08/19/2022. During the call, a blood test was performed by the customer and produced e-5 error message. The customer feels well and did not report any symptoms. Husband stated that customer would be going to the hospital due to the e-5 error. 1. What is the customer requesting training on or assistance with: -e-5/ hi customer states that for the last few days the meter is giving hi blood results. Customer contacted the dr today because she is unable to get a reading and she was concern and wanted to know if she should go to the hospital. Customer states that the dr advise her to get a new battery, customer change the battery and was getting the e-5 . Customer states she went to the pharmacy they gave him a new meter; they then discard the old meter and now the new meter is only giving the e-5. Customer states that she is felling great she is not having any symptoms. Customer normal glucose range is 375 mg/dl fasting but did not provide any additional ranges. Customer states that her blood sugar does run high for years. I offer to replace the meter, but customer did not want a replacement. I suggested customer to seek medical assistance. Verify customer only contacted the dr when he was using the first meter that he discarded. Customer got the e-5 and hi on the old meter that was discarded( no serial # available ) customer only got the e-5 on the new meter (B)(4) customer is now going to the hospital due to the e-5 on the second meter. 3. Is customer satisfied with what was provided: -no replacement at this time. I ill follow up no further actions is required.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 22-aug-2022 - after the last call, husband had taken the customer to the hospital; customer is still in the hospital. Customer's blood glucose test result when at the hospital was 855 mg/dl. The diagnosis was high blood sugar and dehydration. Note 2: manufacturer contacted customer in a follow-up call on 23-aug-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she had been discharged from the hospital the day before and that she is doing well.

Manufacturer narrative:
Sections with additional information as of 07-oct-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.